Event description:
The three months x-rays arrived at abs, and it was noted the implant was not in its optimal position. A review of the post-op and 1 month x-rays revealed the implant was in the same position since surgery. The patient was not complaining, and pain and function scores at three months post-op were excellent. There is a small risk that, if left in its current position, the implant could damage the tibia. An attempt was made to physically push the implant into place using external means. This was done at hcmc using general anesthesia and as an out-patient procedure. The device was moved towards its optimal position, but still appears to be sitting on an osteophyte, which may reshape around the posterior lip of the device.